Manufacturer narrative:
On (B)(4) 2015, the field service engineer (fse) found disconnected tubing at pv49 that caused the leak. All the tubing was replaced in pv49 to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained leak of less than 20 ml from the coulter hmx analyzer. The customer reported that the leak was from popped off tubing in pinch valve pv49. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.